Event description:
Spontaneous from (B)(6) nurse at manufacturer medical information center, who reported a syringe malfunction that occurred on (B)(6) 2021, but the details of event were not reported. Patient did miss a dose as a result of the malfunction, but no side effects as a result of the missed dose. Device is no longer still on hand for return, but lot number and expiration date were reported. No further information. Patient also stated that one pen had a crooked tip, she is in contact with dupixent manufacturer for a replacement. There was no missed dose or adverse event as a result of the defective product. No other information known. Reported to (B)(6) by health professional.